Event description:
It was reported that non-sustained rv oversensing was observed via merlin transmission. Further review of the episode noted myopotential oversensing. Programming changes were recommended.